Event description:
It was reported to philips that the device gave a remove alert indicating a memory failure, which would prevent imaging. No patient or user harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-011-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed the remote alerts of ippc memory issue. Analysis of the system log file showed that the memory module of the image processing host failed to be recognized. During troubleshooting, the fse found that the memory module was loose. The fse removed and cleaned the memory module and reinserted again. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.